Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an inspection of the attune consignment instrumentation trays, it was discovered that the white numbers and markings on one of the attune proximal uprods and on two of the attune measured sizing rotation guides had washed or worn off over time, during the processing of the instrumentation by spd personnel. During the same inspection, a small mashed mark (indentation) was discovered on one of the plastic shims. The indentation is located on the pointed tip of the inner portion of the shim. Also, during the same inspection, a patella trial was found to be damaged. The trial is missing one of its three plastic lugs. It is unknown when and where the lug was broken off of the underside of the patella trial. No surgical delay.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned device confirmed the reported breakage. The noted damage is consistent with material overload through the use of excessive force and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.